Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. According to the reporter: the account stated that the suture popped off the needle and that the needle broke in half during use. Both halves of the needle were recovered. The patient is currently ok. There was no unanticipated tissue loss, no unanticipated extension of the incision by more than one inch, no unanticipated blood loss of more than 500cc and no delay in surgery time over 30 minutes. Additional information has been requested and once received will be submitted.

Manufacturer narrative:
(B)(4). The incident that occurred in (B)(4) is the same patient and procedure in (B)(4).

Manufacturer narrative:
(B)(4).